Manufacturer narrative:
Results - visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion - no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector & cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon was attempting to insert a cq2015a collamer three piece lens and noted that the lens was torn. There was no pt contact. The surgeon decided to use another lens.